Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed for cerebral hemorrhage. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for functional mitral regurgitation grade 4. Two mitraclips were implanted without reported issues, reducing the mr to grade 1. There was no device issue nor any device malfunction. That same day, a cerebral hemorrhage was observed. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(4) 2018, a cerebral hemorrhage was observed. The patient experienced left homonymous hemianopsia and right occipital lobe subcortical hemorrhage was confirmed per computerized tomography scan. Further neurological disorder was not found. The patient's anticoagulation was discontinued and reversed with protamine. Warfarin was also discontinued and a prothrombin complex was injected. Anticoagulant therapy was controlled for a few days and hemorrhage was resolving. This event occurred after confirmed by transthoracic echocardiogram (tte) that the index device performed efficiently. On (B)(6) 2018, anticoagulation medication was then provided. On (B)(6) 2018, another echocardiogram was performed with negative results for any thrombus. The patient was discharged from the hospital. On (B)(6) 2019, the patient visited the hospital for a follow-up and no issues were found besides the previous cerebral hemorrhage noted. Per physician, the events were unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device deficiency. Based on this new information this event would not have been MDR reportable.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number: (B)(4). Patient code 1891 removed. Subsequent to the initial MDR submitted, additional information received that the physician assessed the cerebral hemorrhage was not related to the mitraclip device and unrelated to the mitraclip procedure. There was no device deficiency. Based on the new information, this event would not be MDR reportable.